Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: restenosis; no intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated mid rca with a xience v stent. In 2009, the pt experienced angina and a stress test was performed which was abnormal. Cardiac catheterization was performed and the angiogram revealed a 35% lesion within the target vessel, which was not treated. New coronary artery disease was noted in non-target vessels and percutaneous intervention was performed for those lesions. During treatment of the non-target vessels, a xience v was implanted within the right posterior descending artery. After implantation, plaque shift occurred resulting in 75% distal right coronary artery stenosis. This was treated using double guide wires and the kissing balloon technique. A minimal and non flow limiting dissection of the distal right coronary artery was noted. This was treated with conservative medical management only. The pt was discharged two days later. There is no additional info available.

Manufacturer narrative:
Angina and restenosis, as listed in the xience v IFU are known adverse events associated with coronary stenting. These pt effects, along with hospitalization are listed in risk assessment as no-fault post-procedure complications. These pt effects are not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina is a secondary effect of the restenosis, in which the pt was reportedly hospitalized, but not treated. The other xience v is indicated is being reported under another MFR #.